Event description:
It was reported that the patient visited the emergency room for hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 500 mg/dl while wearing the pod between 36 and 48 hours. Reported symptoms included ketones and hyperglycemia. The patient was treated with intravenous insulin. The pod was reportedly leaking insulin during wear and was removed by a school nurse prior to the emergency room visit. The patient was released the same day, after 7 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.0. Hardware: iphone12.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.